Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes that the elective replacement indicator was observed seven days post implant. The battery voltage was 2.29v and the magnet rate was 69.2 ppm.